Manufacturer narrative:
The investigation of the pictured device was completed by the failure analysis lab on 10/30/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. The product was discarded. Upon the visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn't be analyzed properly according to our procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision surgery with a 450cc mentor memorygel breast implant experienced left sided rupture post procedure. As a result, patient underwent removal and replacement with like device on (B)(6) 2020.